Manufacturer narrative:
Follow up 1631267 the product was returned, and an evaluation was performed. The root cause of the reported issue is that the instrument has been reworked at the cutting edge by an unauthorized 3rd party repair. The instrument was manufactured in (B)(6) 2018. The osteotome is strongly bent in the other direction at the working end. There have been no issues identified with the material or manufacturing process. The product has been manufactured and tested according to the specifications.

Event description:
The following information was received via email: the tip of catalog # os1061-006, (lambotte osteotome) broke. There was no patient injury. Incident date-what day did you notice this had happened? (B)(6) 2020. Did this happen/did you notice this before, during or after a procedure? During the procedure. If during or after, (you indicated that no patient was harmed,) were there any fragments left inside the patient? Fragments are not able to be determined. The corner piece that broke off the osteotome was recovered and taken out of the sterile field and out of circulation from sterile processing department. Flat plate x-rays were obtained at the close of the procedure, which confirmed no retained products. What was the procedure that was being performed? Revision right total hip replacement. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? The corner piece of the osteotome did break off into the acetabular polyethylene liner and was recovered. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Flat plate x-rays performed prior to closure of incision and confirmed no retained products. What was the patient¿s outcome? Patient outcome for surgical procedure was met. Was the procedure completed as planned? The procedure was completed as planned. No further information available.

Manufacturer narrative:
Pr # 1631267. On (B)(6) 2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
The following information was received via email: the tip of catalog # os1061-006, (lambotte osteotome) broke. There was no patient injury. Incident date-what day did you notice this had happened? (B)(6) 2020. Did this happen/did you notice this before, during or after a procedure? During the procedure. If during or after, (you indicated that no patient was harmed,) were there any fragments left inside the patient? Fragments are not able to be determined. The corner piece that broke off the osteotome was recovered and taken out of the sterile field and out of circulation from sterile processing department. Flat plate x-rays were obtained at the close of the procedure, which confirmed no retained products. What was the procedure that was being performed? Revision right total hip replacement. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? The corner piece of the osteotome did break off into the acetabular polyethylene liner and was recovered. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Flat plate x-rays performed prior to closure of incision and confirmed no retained products. What was the patient¿s outcome? Patient outcome for surgical procedure was met. Was the procedure completed as planned? The procedure was completed as planned. No further information available.